Event description:
Contact reported that there had been an incident involving a mitek electrode. The biomed stated that a pt was burned when the electrode was put down onto the pt after use. He stated that the area of the burn was 3-4 inches from the distal tip. The device was not activated at the time of the burn. This was an external burn on the skin.